Event description:
The customer reported that the c-arm had a loss of motorized movements. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the motor. The system operates as intended.